Manufacturer narrative:
Product event summary: the instrument was checked and cleaned. Calibration was performed and then all tests passed on the target tester. No problem found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was returned for servicing. There was no patient involvement.